Manufacturer narrative:
Qn #: (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hemolook applicator clip failed during use in surgery when closing the clip". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) pc. Lot in september of 2024 from lot 06h2362433. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection revealed that the surgical device was non-functional due to a failure of the jaws to open and close properly. This malfunction was attributed to the internal drive shaft becoming dislodged and breaking away from the jaws. This issue underscores the critical importance of adhering to the manufacturer's guidelines and conducting regular maintenance to ensure the safety, reliability, and effectiveness of surgical instruments. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. Tecomet suspects that improper lubrication contributed to the wear of the jaws and internal drive shaft of the surgical device from the end user's facility. Inadequate lubrication can lead to increased friction, wear, and potential failure of moving components. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error at tecomet - kenosha. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "the hemolook applicator clip failed during use in surgery when closing the clip". No patient harm or injury. The patient status is reported as "fine".